Event description:
A healthcare provider (hcp) via the manufacturer representative (rep) reported that abnormal impedances were found for 0 and c and 0 and 3 combinations. "Coloring" was identified at around #3 electrode of the extension. Electrode impedances were checked and settings were increased to 3v with no abnormal values seen. It was thought that a replacement of the implantable neurostimulator (ins) was needed as if an electrode with high impedance was used there was concern that battery depletion would be accelerated. However, only electrodes #1 and 2 were used so the wound site was closed. The issue was not resolved at the time of the report. The patient's indication for implant is parkinson's dual and movement disorders.